Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation was unable to determine a conclusive cause for the reported patient effect; however, the guide separation, difficulty removing the device, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional reported information received: the patient developed a wound site infection and was treated with intravenous antibiotics. On (B)(6) 2016 the transcatheter aortic valve implantation was completed and the patient was discharged from the hospital on (B)(6) 2017.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using a pre-close technique via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, on initial placement in the rcfa, the proglide device broke at the junction between the guide and the sheath. The two portions of the device were still attached by a thin metal rod (actuator wire). Reportedly, the proglide device could not be removed, requiring a cut down and opening the vessel to remove the proglide device with subsequent repair of the vessel with a vein patch. The level of anesthesia was changed from local to general before the cut down procedure. There was a clinically significant delay in therapy as the tavi procedure was not completed. The patient remains hospitalized. The physician is reportedly in-training in the use of the proglide device and pre-close technique. No additional information was provided.